Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) value ranged from 371 to over 600 mg/dl. Elevated bg was addressed with injections of insulin and customer ultimately reverted to an alternate method of insulin therapy.